Event description:
A medtronic representative reported that while in a procedure using synergy cranial 2.2.6, the software was unresponsive during navigate. When performing the biopsy, locking the trajectory the system exited to the application launch. Software was re-launched and quickly returned to navigate. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Software investigation completed. Analysis of system log files show a memory allocation error allocation error, which caused the application to exit. Root cause of memory error unknown at this time. This issue will be continually monitored in a medtronic software anomaly tracking database.